Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ flashback blood collection needle experienced poor sleeve function and tube push off nonpatient end needle. The following information was provided by the initial reporter: translated to english. The customer stated "the patient was admitted to the hospital for blood collection. Because one person collected multiple tubes of blood, the blood collection tube was connected to the blood collection device many times, causing the rubber plug of the blood collection device to loosen and blood leaking from the connection of the rubber plug, resulting in the inner wall of the needle holder and the hand, and the nurse replaced the blood sampling device and took blood again."

Manufacturer narrative:
Investigation summary : bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA)1800001.

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced poor sleeve function and tube push off nonpatient end needle. The following information was provided by the initial reporter: translated to english. The customer stated "the patient was admitted to the hospital for blood collection. Because one person collected multiple tubes of blood, the blood collection tube was connected to the blood collection device many times, causing the rubber plug of the blood collection device to loosen and blood leaking from the connection of the rubber plug, resulting in the inner wall of the needle holder and the hand, and the nurse replaced the blood sampling device and took blood again."